Event description:
It was reported that the device was used during a pneumonectomy. The staple line was incomplete when the stapler was fired. The case was complete with the oversewing of the staple line. There was no patient consequence.